Manufacturer narrative:
The device was not returned for investigation. From the complainant report, immediate hemostasis was achieved following deployment. A total occlusion was seen on the post closure angiograms. A contralateral balloon was inflated, and a follow up angiogram showed partially restored flow with a filling defect. Additionally, an ultrasound was performed that showed a protrusion at the site of the filling defect. It was reported that during surgical cut-down the manta was found correctly positioned and no evidence of thrombus formation in the vessel. Angiograms were obtained and reviewed. It was confirmed that there was a filling defect at the access site. It was noted the access site was distal to the bifurcation of the superficial femoral artery and profunda femoris artery. The IFU lists in the warning section: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The IFU states local trauma to femoral or iliac artery wall, such as dissection is an adverse event and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as adverse events. The root cause of the occlusion could not be determined; however, it can be concluded it was not due to the manta implant being improperly positioned or thrombus formation in the vessel. No occurrence rate will be calculated and compared to risk documentation since the root cause could not be concluded and all evidence obtained does not indicate the device caused an adverse event. The device history record (DHR) was reviewed and confirmed there were no non-conformities identified related to this incident. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design or labeling.

Manufacturer narrative:
The IFU lists vascular complications resulting in stenosis requiring percutaneous interventions such as balloon inflation and surgical repair as possible adverse events. The IFU also states: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Immediate hemostasis was seen following deployment of manta 18f. Post closure angiogram showed a total occlusion of the vessel. Heparin was administered and a balloon was advanced from the contralateral side and inflated across the occlusion and an angiogram showed partially restored flow but also a filling defect. A covered stent was ruled out due to the proximity to the bifurcation. Ultrasound was inconclusive about the position of the collagen. A surgical cut down was performed and the collagen was seen clearly outside the vessel. The toggle was apposed to the anterior wall of the vessel.